Event description:
The below report was received by health authority (reference number: mw5111466) on 31-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("from my tube, perforated my uterus and is now migrating around in my body/ internal organ perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2019 she experienced uterine perforation (seriousness criterion disability), menstrual disorder ("minor issues with menstruations"), pelvic pain ("pain"), headache ("severe headaches"), abdominal discomfort ("stomach discomfort"), dizziness ("dizziness"), illness ("bouts of sickness") and menstruation irregular ("menstrual irregularities"). On an unknown date she experienced gastrointestinal disorder ("unspecified gastrointestinal problem"). Essure treatment was not changed. The reporter considered abdominal discomfort, dizziness, gastrointestinal disorder, headache, illness, menstrual disorder, menstruation irregular, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: in the last two years the pain and suffering increased 10 fold. I have seen multiple doctors, been admitted into the ER, had multiple ultrasounds and blood panels ran - with no answers. I was being treated as if I had diverticulitis or some stomach issue. Am now signed up for urgent surgery for removal, and possible hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: processed with initial. (B)(6) 2022: processed with initial. (B)(6) 2022: processed with initial. (B)(6) 2022: processed with initial. (B)(6) 2022: processed with initial. (B)(6) 2022: processed with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5111466) on 31-aug-2022. The most recent information was received on 07-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of uterine perforation ("it was found the essure had dislodged from my tube, perforated my uterus and is now migrating around in my body/ internal organ perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2019 she experienced uterine perforation (seriousness criteria disability and intervention required), menstrual disorder ("minor issues with menstruations"), pelvic pain ("pain"), headache ("severe headaches"), abdominal discomfort ("stomach discomfort"), dizziness ("dizziness"), illness ("bouts of sickness") and menstruation irregular ("menstrual irregularities"). On an unknown date she experienced gastrointestinal disorder ("unspecified gastrointestinal problem"). The patient will be treated with surgery (am now signed up for urgent surgery for removal, and possible hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, dizziness, gastrointestinal disorder, headache, illness, menstrual disorder, menstruation irregular, pelvic pain and uterine perforation to be related to essure administration. The reporter commented: in the last two years the pain and suffering increased 10 fold. I have seen multiple doctors, been admitted into the ER, had multiple ultrasounds and blood panels ran - with no answers. I was being treated as if I had diverticulitis or some stomach issue. Am now signed up for urgent surgery for removal, and possible hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-sep-2022: quality safety evaluation of ptc. Upon internal review, intervention required was ticked for event uterine perforation (planned surgery for removal) and field device removal was changed to yes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.